Manufacturer narrative:
(B)(4). Insulin pump p-cap reservoir locked properly in place. Insulin pump received with serial number label missing, cracked case, cracked case-corner of belt clip rails, and cracked battery tube threads. After battery installation insulin pump gave an unexpected partial display with horizontal lines on display due to cracked broken traces on lcd glass between the lcd controller and the lcd image area. Insulin pump passed displacement test and self test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.